Event description:
It was reported that during implant procedure of the cardiac resynchronization therapy pacemaker (crt-p) the commanded right ventricular (rv) lead auto threshold testing displayed decreased threshold measurements and loss of capture. Boston scientific technical services reviewed the device data and provided troubleshooting steps. The device remains in service. No adverse patient effects were reported.